Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the tubing connector while the patient was changing clothes. The site location was patient's abdomen, and the pump was located on the abdomen clip on the side. The infusion had been used for just one day. There was stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information was available.